Event description:
It was reported that the patient experienced some trauma to the pump and there was a 'possible catheter issue', so the pump was removed sometime in 2006. A shopping cart had rammed into the pump site, and the patient experienced a change in symptoms. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received: after getting hit with the shopping cart, the patient started throwing up. It was unsure if the event put a hole in the catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot# j0039990r, implanted: 2000-(B)(6), explanted: (B)(4).